Event description:
It was reported that, "the adm cup kept spinning off of the inserter upon attempted implantation. The inserter would lose it's grip upon impaction into the acetabulum. We attempted three times and had to abandon to a tritanium cluster. We did notice that upon screwing the jackscrew to expand the inserter, that there was a kind of jump in the threading and the expanding component would just catch. I noticed a threading wear in the wing nut."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.